Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was returned for evaluation. A visual inspection was performed and noted that device appeared to be bloody. No other anomalies was noted. In house presto inflation device was used and balloon was inflated and noted that water was exiting from the balloon. A compound rupture was noted at the site of leak when the material fibers were removed and examined under microscopic magnification. No further evaluation was performed. Therefore, the investigation is confirmed for the reported balloon rupture, as compound rupture was noted on the balloon during microscopic magnification. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2023),g3 h11: h6(result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.